Event description:
(B)(4). Extreme fatigue, extreme itchiness, headaches, general feeling of malaise, bowel issues, chronic inflammation throughout my body, extreme joint pain, numbness and tingling in extremities.